Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with an infection that developed at the infusion site while wearing the pod. The patient reported that they removed the pod at approximately 3pm (B)(6) 2026 and observed that there appeared to be a red dot at the site, by the evening the red dot appeared to be bigger. When the patient woke up on (B)(6) 2026 they observed that the red dot had developed into a rash which spread to their abdomen and up their back and the patient was experiencing a fever. The patient was admitted to hospital on (B)(6) 2026 where they were diagnosed with a staph infection (infection caused by staphylococcus bacteria). The patient was treated with unspecified intravenous antibiotics whilst hospitalised and prescribed a further 10-day course of unspecified antibiotics to continue treatment after being discharged. The patient was discharged on (B)(6) 2026.